Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the text on the display screen was dim and difficult to read at maximum contrast setting, upon return to animas. The faded display was removed and replaced with a new test display and became fully functional. A crack was observed on the battery compartment below the finger pad extending down to the primary seal. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging the pump screen display is very difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.